Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. The 2.50x33mm rx xience alpine stent delivery system (sds) was advanced into the patient anatomy to the target lesion however prior to deployment it was noted the balloon appeared to be partially inflated. The sds was removed and another 2.50x38mm rx xience alpine was advanced however the same issue occurred. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported premature activation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported premature activation appears to be related to procedural circumstances. The device was likely inadvertently pressurized during preparation for use, as the balloon was returned partially inflated indicating it was subject to pressurization. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.